Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedances of greater than 2,000 ohms and non-capture at maximum output. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. During initial inspection, setscrew marks were noted on the terminal pin and ring assembly and dried blood and body fluid was observed inside the lead lumen. The conductor coils appeared deformed in different locations. Resistance testing was then completed to assess the lead's electrical integrity. Measurements throughout this test were not within normal limits. Conductor fractures and damage to the lead's insulation were confirmed via x-ray images .due to the location of the fracture, it appears to be consistent with a fatigue fracture near the suture sleeve tie down area. The allegation of high pacing impedances was confirmed in analysis.